Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found that on proximal stent strut row 1, stent struts were lifted and pulled distally. The undamaged section crimped stent maximum outer diameter measurement was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 23-jul-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 38x4.00mm and the de novo target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 4.0 6f non-bsc guide catheter was advanced to the lesion and a 3.50x12mm emerge balloon catheter was used for predilation. A 4.00 x 38mm synergy¿ drug-eluting stent (des) was advanced but failed to cross the lesion. A 3.50 x 15mm non-bsc balloon catheter and a 4.00 x 12mm nc emerge balloon catheter were used for dilatation. The physician then tried to advance the 4.00 x 38mm synergy¿ des but it still failed to cross. Finally, the physician used a buddy wire to deploy a 3.50 x 38mm non-bsc stent and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.